Event description:
It was reported a device fracture occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported a device fracture occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with the product mandrel. Visual examination revealed that the hypotube is separated 24.9cm from the tip. The hub, hypotube, and proximal inflation lumen is missing. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.